Event description:
Information was received from a consumer via a manufacturer representative on 2017-aug-02 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was not getting pain relief. The pump was interrogated, and motor stall was noted. The event reportedly occurred on (B)(6) 2017 and the stall never recovered. Replacement surgery was scheduled and completed on (B)(6) 2017, and the situation was considered resolved. There were no reported environmental, external, or patient factors that may have led or contributed to the issue, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.- the conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-aug-11. Pump logs were returned which indicated that the pump had been used to deliver fentanyl (2500 mcg/ml at 299.9 mcg/day) and baclofen (100 mcg/ml at 12 mcg/day). The pump logs indicated that a low reservoir alarm occurred on (B)(6) 2017, a motor stall occurred on (B)(6) 2017, and a tube set message occurred on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication and the stall was due to the shaft-bearing.

Manufacturer narrative:
The previously applied device code (B)(4) was removed. If information is provided in the future, a supplemental report will be issued.